Event description:
It was reported that there was a suspected ¿infected gastric pacemaker.¿ following replacement of device, patient spiked fevers while in the hospital. All sources of fever were investigated without any of them being positive. The patient reportedly had been having ¿pain¿ around the neurostimulator site and tenderness at the same location with some ¿fullness and possible fluid collection.¿ it was noted that there was a hematoma/seroma at the neurostimulator pocket and the patient was hospitalized. It was noted that the patient required fluid removal from both the new and old sites for old and new blood collections. It was noted that the device had appointment for drainage of fluid on (B)(6) 2002. During surgery, it was noted that there was ¿a large amount of serosanguinous fluid in the pocket¿ and an ¿efflux of dark old blood;¿ a culture was taken during the procedure. It was noted that 20 cc of bright serosanguineous fluid was expressed from the cavity of the new neurostimulator. It was noted that the site was ¿irrigated copiously¿ and healthcare providers ¿placed a drain.¿ the neurostimulator was explanted on (B)(6) 2002 due to ongoing fevers and the leads were ¿dunked¿ down into the peritoneum for ¿6ater use.¿ the outcome of event was ¿closed¿ as of (B)(6) 2002. A new neurostimulator device was implanted on (B)(6) 2002. Additional information was requested.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), product type lead; product ID 435135, serial # (B)(4), product type lead. (B)(4).